Manufacturer narrative:
A getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had drive manifold leak. There was no patient involvement. Fse resolved the issue by replacing the drive manifold assembly. Fse calibrated and then tested the safety and functionality as per factory specifications and iabp was returned to customer for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaintdrive manifold assembly part was received with a reported failure the drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on this part.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a drive manifold leak. There was no patient involvment.